Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported by medical personnel that a patient experienced a battery that is not holding a charge. No reported consequences or impact to the patient. No additional information provided.